Manufacturer narrative:
Follow-up #1: date of submission 12/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed that all keypad buttons were under-responsive. The keypad cover was removed and contamination was observed under all contacts. The up arrow button was punctured and arrow buttons were noted to be inverted. Unrelated to the original complaint, corrosion was observed in the battery compartment and inside the pump. The pump case was removed and corrosion was observed throughout the pump. Leak test was performed at battery compartment and failed. In addition, the battery compartment was cracked in two places, the display was dim and discolored and the battery cap threads were stripped and unable to securely attach to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, it was reported that the keypad buttons were unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.